Event description:
It was reported by the customer that the device failed to charge when internal handles and paddles were attached. A spare set of internal handles and paddles were applied to the device and the unit functioned properly. The pt's outcome was not reported.

Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.